Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that foreign material remained because the device was not reprocessed properly due to a leak that occurred from the bending section cover or the rubber distal sheath (the black covering of the bending section) rubber. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope (gif-hq190) was ran in the endoscope reprocessor (oer-pro) during an unspecified procedure. When they used the scope again, an object was found in the channel which came out but could not be identified. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results and additional information of the legal manufacturer's final investigation. Additionally, during the device inspection it was found an incorrect reprocessing. It was considered that there was difference between olympus recommendation and user understanding in handling/reprocessing steps of device. The event can be detected and prevented by following the instructions for use: IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.